Manufacturer narrative:
The reported event that the patient fell and the fixation was dislocated, therefore the surgeon had to remove the «distal lateral fibula plate, 4 hole» along with all the screws, and to put new plate and screws could not be confirmed, since the devices were not returned for evaluation and no other evidences were provided. Since the reported «distal lateral fibula plate, 4 hole» was not returned and the lot no was not communicated, a visual and manufacturing inspection could not be performed. However, it was reported that the patient fell on the (B)(6) 2017 and the fixation was dislocated. As per IFU ((B)(4)): the implants ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. [¿] these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. [¿] the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician. [¿] loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. No initial or post-operative x-rays were communicated, therefore it cannot be concluded whether the primary surgery was done correctly or not. Though, a reported accident after the initial surgery, indicates a clear deviation from the instructions and a possible implant deformation. Based on investigation, the root cause would be attributed to a patient related issue, due to an incorrect post-operative care (fall). However, please note that more detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause. A review of the device history for the reported lot was not possible because the lot number of the device was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the devices are returned or if any additional information is provided, the investigation will be reassessed. Hospital policy.

Event description:
It was reported that patient fell on (B)(6) 2017 and fx dislocated. Removed plate & screws and 4.0 screw. Put new plate & screws back in with an external fixation. No x-rays, medical records, implants per hospital policy.